Event description:
It was reported by the nurse manager that a presep catheter, (20 sontimeters) was being inserted in the right internal jugular by an intern and it was put in too far. An x-ray was taken and it was noted that the catheter was too far in, the catheter was pulled back. Sutures were put into place and the patient was re-positioned and the catheter began to dislodge into the surrounding tissue; however, no tissue damage. The catheter was removed and the area was treated. A new catheter was inserted on the left side of the patient. This was a ill patient and being treated for sepsis. The nurse indicated that this was an insertion error and nothing to do with the catheter, no mechanical error, error was in the insertion. There were no other patient complications reported. Device was discarded. Follow up information indicated that there was some infiltration where the IV medications and IV fluids where flowing into the tissue surrounding the vein, rather than intravenous. It was also indicated that the intern sutured the box clamp, but failed to suture the back form of the catheter. With moving the patient, the nurse felt the catheter was pulled out of position because it was not properly sutured.

Manufacturer narrative:
Device was discarded at hospital. This event was determined to be reportable following edwards standard procedures. Malfunctions requiring a "new stick" should be reported as in the case of this reported event - catheter was initially inserted on the right and then a new catheter was inserted on the left.